Event description:
Report was received from the USA stating that during pre-check, the motor was "overheating'. The device was not used during surgery. There were no injuries or medical intervention reported. No add'l info was provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and a functional test was performed and an e6 (overheat) message occurred. This is due to immersion during cleaning. The even was confirmed. If add'l info is received, a supplemental report will be sent. Ref: (B)(4).